Event description:
Urological procedure: reportedly, there was a minor lesion of the coagulated tissue, detected during the operation. It occurred at the scissors black sheath contact point (about 4.5cm from the tip of the instrument). Clarification about burn and any tissue loss has been sought with no success. Patient sex was not identified.

Manufacturer narrative:
Initial report sent: may 1, 2007.